Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 3, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to correction and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes (10, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331- analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The affected sample was inspected upon receipt with no anomalies noted. The reservoir was built into a water circuit and checked to ensure that the o-ring on the venous inlet was properly seated. Flow was able to be maintained and when the pump was stopped, air did not enter the system. The oxygenator was also built into a water circuit and was able to be primed fully without issue. A retention sample was not reviewed as the event could not be recreated and there was no apparent product deficiency. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, they were not able to purge air out of line during prime. No patient involvement. The product was changed out. Procedure was completed successfully.